Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-03860 for a description of the first device. It was reported to boston scientific corporation that the patient experienced post-operative retention for two days immediately following an anterior pelvic floor repair procedure, using an uphold vaginal support system and advantage fit sling. A foley catheter was implanted for this period of retention. The physician had given the patient a prescription for loratab pain medication in case she experienced post-operative pain. The patient mistakenly thought that she was obliged to take the medication, so she did right away. The physician opined that her retention had more to do with loratab than with the procedure itself. There were no further complications to the patient, who is reportedly "fine" following the removal of the catheter.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.